Event description:
It was reported that the physician was unable to interrogate the patient's generator. Patient has been scheduled for generator replacement surgery, but it has not occurred to date. A rough battery life approximately 5.31 years remaining until end of service. It is unk at this time what is causing the inability to interrogate the patient's generator.